Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Battery (voltage breakdown) defective, replaced. The battery holder was loose (probably due to a fall), was attached, from there the error you described comes. The housing has some cracks; it has no influence on the function. Footcontrol 147013, micromotor smr1344397 and contra-angle 53073 checked, without errors. Functional test without error. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a silver reciproc motor stops during use. The event outcome is unknown as of this MDR evaluation.